Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the customer removed and returned the suspect processor/bridge/pace board for evaluation and the malfunction was confirmed. The customer received a replacement processor/bridge/pace board to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinical, the device displayed a "pace defib device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device was repaired and placed back into service and will not be returning to zoll.